Manufacturer narrative:
Unit received with flashing medtronic logo display due moisture damage on the pcb1 board and pcb2 board. No flashing white display noted. Unable to verify unresponsive buttons due to flashing medtronic display. Found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. Was unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self-test due to flashing display. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked keypad overlay, stained keypad overlay, and cracked battery tube threads. The p-cap/reservoir does lock properly. Confirmed flashing medtronic display after battery installation due to moisture damage to the electronic assemblies. No flashing white display noted and was unable to verify unresponsive buttons due to flashing medtronic display. Confirmed moisture damage to force sensor, pcb1 board and pcb 2 board during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump alarm with medtronic logo after dropping pump in water, and no buttons are responsive. The customer observed the flashing with solid white. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed, and the customer was instructed that the pump would be replaced. The customer reported a flashing medtronic logo on the screen that was not a single flash. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1885 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.